Manufacturer narrative:
A philips remote service engineer (rse) spoke to the user, who was the biomedical engineer (bme). The unit was in the ICU in room 3. The bme reset the leads and rebooted the device. Onsite support was requested for further support. A philips field service engineer (fse) went onsite and checked the waveform. The fse was able to see that the heart rate was 160 instead of 80 from 15:18-15:30. The fse was unable to export any monitor error logs, as the patient remained connected to the monitor during the onsite assessment. The fse consulted with an application specialist, and no errors were identified. Based on the strip image provided by the user, the values correspond to artifacts observed in the wave. Based on the results of the analysis, the device was confirmed to be operating per specifications and no failure was identified. Since this reported incident, the issue has not occurred again.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that the wrong pacing heartbeat was shown on the monitor. The device was in use on a patient at the time of the event. There was no adverse event reported.